Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap was detached and that the fiber, shrink tube and fiber jacket were melted. The cap was returned and was found to be burnt and drilled through. The fiber/cap condition would result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. Fiber cap thermal problem (B)(4).

Event description:
The customer returned the surgical fiber due to an unknown malfunction reported to have occurred during a prostate procedure. The problem with the fiber was reported to have been noted at 40,000 joules. No details were provided regarding how the procedure was completed, however, no patient injury was reported.